Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported after the implantable neurostimulator (ins) swap out, the impedance test showed open contacts for electrodes c0, c1, c2, and c3 pairs. It was confirmed only the case pairs were >10,000 ohms. It was stated they disconnected and reconnected two times, but the same issue persisted. It was noted the ins was ultimately switched out to another battery and the issue was resolved. It was stated the patient was fine. Additional information received reported there was no patient death or injury. It was noted the patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Analysis of the implantable neurostimulator found no significant anomaly, device was functionally ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.